Manufacturer narrative:
Unit passed displacement test, rewind, seating and basic occlusion test. All buttons functioning properly. No damage in the keypad assembly noted. Connector was inspected and properly connected. No moisture damage on keypad traces. Unit received with cracked reservoir tube lip, scratched case and minor scratched lcd window. No cracked damage noted on screen. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display screen is cracked. The customer's blood glucose reading was unknown at the time of incident. No further details given.